Event description:
On (B)(4) 2012, the mega needle driver instrument was returned without a complaint filed against it. The failure analysis team determined the instrument had a broken cable. No information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided. A complaint cannot be confirmed or denied. Additional observation not reported by site is a broken cable. One grip close cable is broken near the proximal pulleys and prox clevis cable hole. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Prox clevis cable hole exhibits wear on one edge. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.